Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A functional evaluation was performed. The unit passed the weight test. Two enclosure mounts were broken. The footswitch port nut was loose within the enclosure. The piston migration was at 1.6 inches. The hinge joint was very stiff. The hinge joint was disassembled and the metal retaining ring that holds the hinge seal assembly together was no longer in it¿s retaining channel. This prevented the smooth manipulation of the spider 2 limb. The reported failure of stiff operation was confirmed and the root cause is a dislodged retaining ring within the hinge joint. Factors that may have contributed to this event include storing the unit for extended periods in a pressurized state. The reported failure of a loose connector was confirmed and the root cause was a loose retaining nut. Factors that may have contributed to this event include, an impact event, vibration or adhesive failure. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, retaining rings, pressure cups and pressure rings.

Event description:
It was reported that the spider tenet was not moving properly, it was stiff and the charger connector of the unit was loose. It is unknown if a delay happened, when the issue was discovered however, no patient injuries were reported. Back up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.